Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.0/+0.5/071 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2018. The reporter indicated the lens had an excessive vault. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: the lens was removed and exchanged on (B)(6) 2018 for a shorter lens due to excessive vault. The problem was resolved. (B)(4).

Manufacturer narrative:
Additional data: the reporter indicated intraocular pressure increase (associated with pain) due to a hypervault of the icl leading to a narrow chamber angle and a flattening of the anterior chamber. Pigment dispersion and iris atrophy due to a hypervault of the icl. Narrow chamber angle, flattening of anterior chamber. Pigment dispersion, iris atrophy. Device history record review - based on the results of the investigation, all released devices from the associated work order (s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).